Manufacturer narrative:
The pump gave an alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump also had a cracked case at the display window corners and battery tube threads, and had minor scratches on the display window.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that customer's insulin pump alarmed. During seating the force sensor did not detect the reservoir. The force sensor is broken. No further details given. Nothing further reported.